Event description:
On (B)(6) 2013 covidien was informed of a customer who had an issue with a kangaroo feeding pump and an unknown enteral feeding set. The attorney alleges that on or about (B)(6) 2008 - (B)(6) 2009 the patient was harmed by the use of our external feeding set and enteral feeding pump, which resulted in the death of the patient.

Manufacturer narrative:
Submit date (B)(4) 2013. An investigation is currently underway. Upon completion, the results will be forwarded.